Manufacturer narrative:
All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
Related MFR report: 3006705815-2020-32967. It was reported the patient's implant procedure was abandoned when the patient begin to vomit after the physician had placed the leads using the epidural needles. Subsequently, the leads were pulled and the patient was flipped over. Postoperatively, the patient was sitting up and reported feeling fine. Chest x-ray taken were clear.